Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position in a patient with an abdominal aortic aneurysm (aaa) graft, upon advancing the commander delivery system through the graft at the most proximal part of the graft (near the renal arteries) the team noticed the commander was displacing the graft. The reason was thought to be because the guidewire went through a strut of the aaa graft. The valve did exit the sheath and would not come back inside of the sheath. The valve stayed on the delivery system until the valve and delivery system were pulled out of the body. The valve did come off the delivery system, but 75% of the valve was exposed with the cutdown so it was easily removed by the surgeon. A femoral cutdown had to be performed to remove the valve and commander delivery system from the patient as well as repair the artery. The valve was not deployed and the procedure was aborted. The patient was in stable condition but was placed on palliative care. Following removal of the devices, a liner delamination was noted at the expandable portion of the esheath+.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.